Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 5 months after the dental implant was placed in ada site 22 in the mouth, the implant did not integrate in type ii bone. The site was grafted. An abutment was placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that over 5 months after the dental implant was placed in ada site 22 in the mouth, the implant did not integrate in type ii bone. The site was grafted. An abutment was placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).